Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump completed a 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration was within specification. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. No further information was provided; troubleshooting could not be completed at the time of contact with animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.